Event description:
It was reported by service report that the motion interrupt pan was missing. It is unknown if there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Results - motion interrupt pan.